Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced corroded hansen valves, impeller and thrust washer on main pump. He tested the system and the system is working correctly. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (cleaning / maintenance), there was no water flow on the cooler heater unit. The unit would not heat or cool secondary to pump not running and would not circulate the water. Also, there was an external leak from hansen valve which the water lines are connected to (both one large and small). There was no patient involvement.